Event description:
The pt reported an increase in sporadic jerking of limbs, including shoulders, head, feet, legs, etc..., after the placement of a drug infusion pump. The pt stated, "there is not a muscle in my body that is not affected by this jerking". The pt stated, the hcp prescribed soma and lyrica. The drug contained in the pt's pump is unk at this time. Add'l info has been requested from the hcp, but was not available at the time of this report.